Event description:
A journal article was reviewed which contained information regarding this lead and device model. Multiple patients and with multiple adverse events including deaths and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included a report of adverse events such as 24 patient deaths, hematomas, and inappropriate shocks and infection. The following failure modes were also reported: lead dislodgment, high pacing thresholds, oversensing, failure to pace, lead fracture, lead not seated correctly in the device header .

Manufacturer narrative:
2014 (B)(4), rn, bsn, msn: this information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A follow up letter was sent to the author of the article with no response at this time. If additional information is received a supplemental report will be submitted. Referenced article: outcomes in pacemaker-dependent patients upgraded from conventional pacemakers to cardiac resynchronization therapy- defibrillators. Heart rhythm. 2014;11(6):1008-1014. (B)(4).